Event description:
Same case as: 2184052-2014-00071, 2184052-2014-00072. It was reported the screws and closure tops were found to be loose post-operatively. The index surgery was performed to treat ddd and a recurring disc herniation at two levels. Sequoia instrumentation was implanted at l4-s1. Additionally tlif was performed at l4-s1 and ardis was implanted. Approx four months post-operatively the pt presented with back pain. A CT scan showed a loose closure top at the left l4. The pt returned several times with recurring back pain. Approx twenty one months post-operatively revision surgery was performed to remove all screws that were found to be loose. Only the screw at the left l4 was fixed in the bone but the set screw was loose. Instrumentation was replaced with a competitor product.

Manufacturer narrative:
Device history record review for all returned devices did not find any deficiencies. The returned devices did not have any defects or damage from implantation. Review of info provided an analysis of returned devices for similar events reported by the same site concluded that there is no evidence of a product defect, a root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time. The info contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on info submitted by others that may or may not be factually correct.